Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). This report is being filed from the etq complaint management sys preventative actions (CAPA) ts corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure when loading the suture through the nose of their healix advance knotless peek anchor 5.5mm, the nose of the anchor cracked. The sales rep stated that the device failure occurred before being inserted into the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences but there was a two minute delay. The sales rep stated that the device was discarded. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused of this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was discarded and therefore, will not be returned for evaluation. A non-conformance was identified for this lot number. The complaint condition is unrelated to the nonconformance.